Event description:
It was reported that the patient presented in-clinic for a check. Upon review, the right ventricle lead exhibited inappropriate shock due to noise. Programming changes were made on the device. The right ventricle lead was capped and replaced on (B)(6) 2022. The right ventricle was also noted be fractured.